Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending. A mach1 guide catheter was selected for use. During percutaneous coronary intervention (pci), when the ivus catheter was pulled outside the body after lesion evaluation, it was noted that it got pulled out with deflection between the ivus catheter and guidewire. The tip of the guide catheter was stuck. Difficulty on pulling the system outside the body was avoided. However, the tip of the guide catheter broke. The ivus catheter was tried to use again, but the image did not display, and it seemed that lost image occurred. The procedure was completed with different device of the same model. No patient complications were reported.